Event description:
The gynecare morcellator blade does not stop revolving when the toggle switch on the back of the motor drive unit is in the "up" or "aspirasheath" position unless the activator switch is activated a second time. The staff and physicians felt they had not been oriented adequately to this feature, and when this occurred, they unplugged the machine because it was not intuitive how to get the blade to stop rotating. They have since labeled the machine with instructions and arrows, but feel this is a design flaw that needs to be addressed. The manufacturer's analysis of the reported problem concludes that the device has no history of problems during production, and functions as designed. The physician user feels that the device lacks important safety measures. Primarily, the aspirator mode also can run the morcellator blade if the toggle switch is in the incorrect position (something that occurs easily, simply when moving or cleaning the machine). There is no warning light, nor tone to indicate that the aspirator mode is being matched with the morcellator blade - and the toggle switch is in the back of the machine. In a dark room (as in laparoscopy) it is difficult to know which mode the machine is in. If activated in the aspirator mode, the morcellator blade will spin unchecked until the pedal is depressed again. This is a dangerous design. It is suggested that the company modify the machine to prevent the accidental activation of the morcellator in aspiration mode.